Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, belt clip slot and reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 500 mg/dl. No further information provided.